Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that when a bolus is being delivered, the display screen flashes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 20-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2018 with the following findings: during investigation the last bolus delivery was on (B)(6) 2017 and there was no activity outside of normal use. Battery compartment and cap are undamaged and able to fit. The pump powers up with a fully illuminated and clear display. The ez-prime¿ steps were performed correctly, 10u test bolus was correctly delivered with no flashing display occurring, unable to duplicate ¿flashing display¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the display circuit.